Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l4-l5 fusion where rhbmp-2 was mixed with local bone void filler, and implanted via a posterior approach. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on (B)(6) 2007, per implant log patient underwent spinal fusion (tlif l4-5) surgery in which rhbmp-2/acs was used. Pre-op diagnosis: spinal stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.